Manufacturer narrative:
This is a combination product (B)(4). Multiple MDR reports have been filed for this event. Please see associated report: 3006946279-2022-00046. Medical product: femur cemented cruciate retaining (cr) standard left size 7: catalog#42502606201, lot#64228083; natural tibia cemented 5 degree stemmed left size e: catalog#42532007101, lot#64417330; articular surface fixed bearing ultracongruent (uc) left 14 mm height: catalog#42512200514, lot#64279930; all-poly patella cemented 32 mm diameter#42540200032, lot#64540883. Device evaluation could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty without complications. Subsequently, the patient has reported ongoing pain and swelling for over two years since implantation. Additionally, the patient reported issues with bending and the inability to kneel on one of the knees. It is unknown at this time which extremity is experiencing range of motion complications as the patient has had bilateral knee replacements.